Event description:
It was reported that an explantation of the intraocular lens was due to unsatisfactory refractive outcome. Reportedly, the lens was explanted (B)(6) 2015 with no complications, no injury, and no enlargement of incision, and no additional procedures. The surgeon implanted a new lens in the patient's right eye. No further information was provided.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to the manufacturer for evaluation. The iol was visually inspected under a microscope. Visual inspection revealed surface residuals (fiber/particles) and stains. Additionally, the lens was received cut in two pieces and the haptics were distorted. The lens condition is consistent of a lens that was explanted from the patient¿s eye. The manufacturing record review (mrr) was performed. The product was manufactured within specifications. No associated deviations or non-conformity report in the mrr. The review of the materials / process manufacturing instructions in the change control system revealed that the product was manufactured as required. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.